Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the unable to perform exposures while patient was on the table. During troubleshooting, fse found that issue was with hard disk, host pc and ippc. Fse replaced hard disk, host pc and ippc. After replacement, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform exposures while patient was on the table. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The hard disk was replaced and image store was recreated. The system was returned to use in good working order.